Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A package was received for the complaint sample. However, no device was present within the packaging and only the header bag, a bag, and a note were found within the package. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the (fmea)/ hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device arrows were lined up correctly after hearing an audible click, the arteriotomy locator was introduced. Upon advancing the arteriotomy locator, the dilator kicked out. This happened three (3) times with the same device before the arteriotomy locator was able to be advanced. Forward pressure was used during the advancement. Patient was in stable condition. The procedure outcome was completed. There were no other devices or equipment used with the reported product. Additional information received 23 jun 2023: procedure prior to using the involved product was a neuro case.